Manufacturer narrative:
(B)(4). Correction: date of event, updated. Model #/lot # , updated. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. It should be noted that the reported patient effects of worsening mitral regurgitation (mr) and mitral valve injury (tissue damage), as listed in the mitraclip system instructions for use (IFU), are known possible complications associated with mitraclip procedures. Based on the information reviewed, the reported tissue damage was due to the implanted clip and the mr was a result of the tissue damage. The additional therapy/non-surgical treatment and hospitalization were a result of case-specific circumstances as the patient was hospitalized and a cardiac plug was implanted. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial filed medwatch report, the additional information was received as follows: it was reported that on (B)(6) 2017, the patient presented with degenerative mitral regurgitation (dmr) grade 3-4 and a prolapsed anterior medial leaflet (aml). One mitraclip (cds0502 61129u192) was implanted without issue, reducing the mr to grade 1-2. On (B)(6) 2017, per imaging a perforation was suspected and the mr was noted at grade 3-4. On (B)(6) 2017, per imaging the clip remained stable and well seated; however, an aml perforation was confirmed. The mr had increased to grade 3-4. Per physician, the perforation was related to the implanted mitraclip. On (B)(6) 2017 a cardiac plug was implanted. That evening the cardiac plug was dislocated and the mr was 3-4. There was no further treatment provided. Reportedly, the patient is in stable condition in a rehabilitation clinic.

Manufacturer narrative:
(B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This report is being filed due to tissue injury. It was reported that the initial mitraclip procedure was performed on (B)(6) 2017, to treat mitral regurgitation (mr). One clip was implanted with optimal reduction of mitral regurgitation (mr). On (B)(6) 2017, an anterior medial leaflet perforation was noted. There was no additional information provided regarding this device issue.